Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose because the customer had lost weight. The blood glucose reading was 42 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was treated with food. The customer had been experiencing low blood glucose for about 2 months. Customer was neither in emergency room nor admitted into hospital. The insulin pump will not be returned for analysis.